Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed the reported condition. This was determined to be due to mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that there were "problems with the cord" of the motor device. There were no delays to the surgical procedure as an identical spare device was available for use. No injuries, medical intervention or prolonged hospitalization were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.